Manufacturer narrative:
Findings: insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Units left on status screen matched with units left on test reservoir. No pump error 130 noted during testing. Motor was tested outside the device and passed. Unit received with minor scratched lcd window, scratched around casing and cracked retainer. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 400 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The insulin pump will not be returned for analysis.